Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy effluent. The cause of the event was unknown. On the same day as the event onset date, the patient was hospitalized for another indication and while hospitalized the patient developed peritonitis and cloudy fluid. On an unreported date, the patient was treated with vancomycin injection (1gm, ongoing, route, frequency not reported) and amikacin injection (250mg, ongoing, route, frequency not reported) for peritonitis. Thirteen days after hospital admission, the patient was discharged. The patient was recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.